Event description:
It was reported that an unspecified baxter pump failed to detect upstream occlusion during a vasopressor infusion. The pump continued to indicate that the programmed dose was being delivered; however, the patient reportedly did not receive the intended medication because the tubing above the pump was found to be kinked and not fully open. After the kink was corrected, the patient's mean arterial pressure (map) reportedly increased, suggesting that medication delivery had been restricted while the tubing was obstructed. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.